Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump was received with normal operating currents and no unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. The insulin pump passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No low reservoir alarm or no delivery alarm noted. The insulin pump was received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer's mother reported via phone call that they received off no power alarm without a low battery alarm. The customer's mother stated that they had high blood glucose over 600 mg/dl at the time of incident. The customer's mother stated that they treated the high blood glucose with manual injection. The insulin pump will be replaced and will be returned for analysis.